Manufacturer narrative:
UDI #: (B)(4). The device was returned for evaluation and received with the plunger stud and cap sticking. The hex bushing was worn, and the lock was still able to move after the unit was locked down and needed replacement. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A customer reported that the adjusting button of the a2000 mayfield 2000 skull clamp was sticking. There was no known patient contact or surgery delay.